Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon was trying to tighten screw in the acetabular cup and the tip of the screw driver broke off."